Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he sometimes has high blood glucose levels and they have to change out the infusion set. An infusion set had a bent cannula but the insulin pump did not alarm. Customer's blood glucose level was not reported. The device was not returned.